Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during procedure, the right ventricular lead exhibited high capture thresholds. After re positioning multiple times, the helix was unable to extend or retract and was then explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. Additional information: d10, h2, h3, h6

Manufacturer narrative:
This report is to retract report 2017865-2020-00255. Submitted on 07 jan 2020. This report was  erroneously submitted.  This is a not a reportable event as this is an investigation device exemption  product.  All previously submitted information should be corrected to not applicable and null fields.

Manufacturer narrative:
This device is not an investigation device exemption product.

Event description:
New information noted that the physician alleges high threshold to be patient related.